Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from blood clots, clotting, and occlusion of the ivc, tilting, and perforation of the filter and resultant symptoms. Thee is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis in the filter and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural films or post-implant images for review, the reported filter tilt, and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from blood clots, clotting, and occlusion of the ivc, tilting, and perforation of the filter and resultant symptoms.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Addendum for additional information received: the following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due to having multiple bilateral pulmonary emboli (pe), saddle pulmonary embolus, and persistent left popliteal deep vein thrombosis (dvt). During placement of the filter via the right femoral vein, the filter was deployed at the level of the l2 and l3. Post ivc filter deployment, an angiogram was obtained without complications. According to the information received in the patient profile from (ppf), approximately on or about three years post implantation of the ivc filter the patient reports to be suffering from blood clots, clotting, and/or occlusion of the ivc. Approximately three years and six months later, the patient reports to have a tilted filter. Approximately one month after, the patient reports to have perforation of the filter struts into organs. Additionally, the patient also states to suffer from severe pain under the right breast and in the left lower back which increases in frequency and accompanied with sweating and shortness of breath. The patient also states to have anxiety. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from blood clots, clotting, and occlusion of the inferior vena cava (ivc), tilting, and perforation of the filter and resultant symptoms. Approximately three years post implant of the ivc filter the patient reported to have experienced blood clots, clotting, and /or occlusion of the ivc. Approximately three years and six months later, the patient reports to have a tilted filter. Approximately one month after, the patient reports to have perforation of the filter struts into organs. The patient also reports to have experienced severe pain under the right breast and in the left lower back which increases in frequency this is also accompanied with sweating and shortness of breath. The patient also states to have anxiety. The indication for the filter implant was multiple bilateral pulmonary emboli (pe), saddle pulmonary embolus, and persistent left popliteal deep vein thrombosis (dvt). Access for the filter placement was gained via the right femoral vein and the filter was deployed at the level of the l2 and l3. There were no reported complications. Of note the patient was on haart therapy for management of hiv/aids. The physicians noted that the haart therapy can make coumadin unpredictable. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis in the filter and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural films or post-implant images for review, the reported filter tilt, and perforation of the ivc could not be confirmed. The mechanism of diagnosing the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Anxiety, shortness of breath and pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.